Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing noise. Lead extraction was scheduled. All therapies were turned off until lead extraction. A temporary wire was placed because the patient was dependent. While the patient was on telemetry at the hospital, intermittent capture was also noted on the rv lead. Programming changes were made, and the issue was resolved. Eventually, the lead was explanted and replaced on (B)(6) 2019. During the procedure, the physician accidentally cut the right atrial lead, and therefore, the ra lead was explanted and replaced a result of user error. The physician also elected to replace the device while the pocket was open. The procedure completed with no complications. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in four segments. The damage found was sustained during the surgical procedure. The returned portions of the lead were tested, and no anomalies were found. Without return of the entire lead, a complete analysis could not be performed.